Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event that occurred on (B)(6) 2015. While the patient was getting ready for work, their receiver alerted them to a low blood glucose (bg) level. The patient ignored the alert, passed out and hit her neck on the bathroom floor. The paramedics were called and the patient's bg value was 20mg/dl. The paramedics administered glucagon, the patient was taken to the hospital and she was released one week later. The patient sustained a c1 vertebrae break and is undergoing rehabilitation. At the time of contact, no further event information was reported.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The complaint device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.